Event description:
The customer reported that the iris was too large. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep calibrated the collimator, adjusted the right brake, replaced the monitor cables and used them, so that the external printer could work. The system functioned as intended.